Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Reported event was confirmed by medical record review. Medical records indicated abductor tear gluteus medius and minimus. Full thickness abductor tear. The abductor tendons were attenuated and retracted. There was no significant synovial fluid. It was clear yellow and viscous. There was no significant soft tissue necrosis. Small amount of metallosis at the inferior margin of the acetabular component. Moderate degree of corrosion at the head/neck junction. There was no significant corrosion at the modular neck body junction. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0002648920 - 2019 - 00593 0001822565 - 2019 - 03357 0001822565 - 2019 - 03358 device available for evaluation: 00-6200-050-22 trilogy acet shell 50mm od cluster 61923934, 00-6250-065-25 bone screw 6.5x25 self-tap 62104309, 00-6250-065-30 bone screw 6.5x30 self-tap 62110385, 00-6310-050-32 modular cup 10 degree liner longevity 50/52/54x32 62092206, 00-7713-010-00 m/l taper kinectiv stem size 10 62101337, 00-7848-013-00 kinectiv modular neck p 62078079, 00-8018-032-02 12/14 cocr femoral head 32mm +0 62119850, 47-2255-008-01 ball tip guide wire 3.0mm x 100cm, sterile 62077774. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No further information available at the time of this reporting.

Event description:
It was reported the patient was revised to address metallosis, elevated metal ion levels, in-vivo corrosion, pain, and tissue damage. Additionally the acetabular locking ring would not disengage.